Event description:
The hcp reported that the catheter had disconnected from the pump, and the patient was not getting therapy. The 150 mls of fluid were aspirated from the pump pocket. The hcp reconnected the catheter. The type of medication, concentration, and daily dose being administered via the pump were not reported. Device registration system indicates morphine. A follow-up report will be submitted if additional information becomes available.